Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient's spouse reported that the patient recently fell while attempting to sit, and that the device moved under the patient's skin. The spouse also noted that the patient was skinny and has had some discomfort with the device. The device remains in use. No patient complications have been reported as a result of this event.